Event description:
Pt was in treatment when fluid was discovered on the floor. Rn alleges the pt was in her second cycle of treatment. The pt discovered crack on the cassette on the hard plastic between the two domes. Rn states pt did not receive any antibiotics and had no ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.